Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The 95% stenotic lesion was located in the calcified and severely tortuous mid right coronary artery (rca). The physician experienced difficulty crossing the lesion with the 12mm x 4.00mm liberte' monorail stent delivery system. Upon withdrawal of the device outside of the patient, the stent proximal edge was "lifted up". The procedure was successfully completed with another of the same device. No patient complications were reported. Patient status is reported as "good".